Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false bradycardia episode due to loss of contact. It was also speculated that the device was manipulated within the pocket and that the implant site may not have been stable. The device remains in use. No patient complications have been reported as a result of this event.